Manufacturer narrative:
The reported complaint of the ventricular leadless pacemaker (lp) being in evvi mode upon interrogation was confirmed. Based on the information provided, it was determined that during interrogation, the parameter set failed the integrity check, due to poor telemetry; therefore, the programmer software determined that parameter set was invalid. Per design, the lp was transitioned to evvi mode. No problem was found on the lp. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented post-implant procedure. Upon device interrogation, the device was noted in back up mode. The device was successfully restored, and the patient status was stable.